Manufacturer narrative:
The customer collects accutni and ckmb samples in 5ml gel tubes that are filtered. All three levels of accutni and ckmb qc were within the customer's established ranges prior to the event. The customer performed qc after the event and stated that the qc results were all high, but within the customer's established ranges when repeated an hour later. A routine system check was performed on (B)(6) 2011 which passed within instrument specifications. A field service was dispatched on (B)(4) 2011: the fse found stripped threads on one of the attachment bore holes in the precision pump. This was letting air into the instrument fluidics. The fse replaced multiple hardware components. The fse performed necessary alignments and verified the instrument per established procedures. All results met published performance specifications. A pm was performed on the instrument on (B)(4) 2011. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic troponin (accutni) and ckmb results generated by the access 2 immunoassay system for three patients. Subsequent testing produced results in different clinical ranges for all three patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.